Event description:
The patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 valve. When the valve was deployed with 4 ml less than nominal volume, complete atrioventricular block (cavb) developed. The doctor moved the inflation balloon to the ventricular side and tried to perform a post-dilation, but the balloon slipped to the ventricular side. When the 2nd post dilation was performed, the balloon slipped again. Blood pressure (bp) recovered normally at this time. The post dilation was performed again (3rd post dilation) and the valve was finally deployed with 1ml less than nominal volume and landed 70:30 aortic/ventricular position. After the 3rd post dilation, bp did not recover well. Intraaortic balloon pumping (iabp) and percutaneous cardiopulmonary support (pcps) were introduced. Additionally, cardiac massage and tracheal intubation were also performed. Transesophageal echocardiography (tee) revealed severe aortic regurgitation (ar) due to frozen leaflet of the implanted valve, and the frozen leaflet did not improve by manipulating a pig catheter. Therefore, the doctor decided to deploy a 2nd sapien 3 valve in the 1st sapien 3 valve (tav in tav). After the 2nd valve deployment, bp did not recover. Aortography (aog) revealed that the sinuses of valsalva was obstructed and the left coronary artery did not have blood flow. The surgical aortic valve replacement (savr) tried to be performed but it was difficult to extract the tavi valves. Therefore, coronary artery bypass grafting (CABG) was performed instead. The patient left the operation room with pcps, iabp and temporary pacing. Additional information has been reported through the japanese tavi registry reporting system as follows, after the tavr procedure, high creatine kinase (ck) was observed. On postoperative day (pod) 3, a chest tube was placed for right hemothorax, but there was no remarkable improvement. Since tee revealed intracardiac thrombus, thoracotomy was performed on pod 4 to remove the hematoma. On pod 6, ck increased again. The doctor decided that the increased ck was caused by decreased blood flow in the lower extremity. Therefore, peripheral sheath was inserted and iabp was replaced. Signs of disseminated intravascular coagulation syndrome (dic) was observed. On pod 8, metabolic acidosis progressed. On pod 9, the patient expired.

Manufacturer narrative:
This is one of two reports being submitted for this case. Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the tavr procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that the coronary obstruction was related to patient factors and the procedure itself. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : remains implanted.